Manufacturer narrative:
The treating clinic noted the patient's underarms were red and slightly irritated prior to treatment. The clinic suspected the symptoms were razor burn. Based on miradry pre-treatment instructions, miradry recommends shaving both underarms 4-6 days before the procedure. However, the treating physician discussed it with the patient prior to treating and decided to continue treatment. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rates seen (60 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation. While, the abscess rates seen is approximately 0.043% of the procedures and within the acceptable rage as identified in risk analysis documentation.

Event description:
Patient developed an infection 7 days post miradry treatment. Oral antibiotics were prescribed 10 days post-treatment. An abscess appeared, which was drained and packed 13 days post-treatment. On the following day, the affected area was examined and the drainage was cleared. At 17 days post-treatment, the affected area was improving.